Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the unit is leaking air at the swivel. The swivel, motor, and any worn or damaged components need to be replaced. There was no patient involvement. Due diligence is complete and there is no additional information available.